Event description:
It was reported that upon interrogation, large signals were seen, but not sensed by the device. A telemetry anomaly was suspected. Device remains implanted and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.